Event description:
It was reported that the balloon ruptured while removing a clot during an embolectomy procedure. The saline volume did not exceed the recommended volume. The catheter was used at the stenotic regions. The operation was completed successfully using another tuftex otw catheter. No injury was reported to the patient.

Manufacturer narrative:
The device was not received for investigation as it was discarded. Therefore, the exact root cause of the balloon rupture could not be determined. Due to the increased rate of occurrence of this issue a CAPA has been opened to further investigate the issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.